Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is currently unknown. The lot number of the device has been requested. Should it become available a supplemental report will be submitted.

Event description:
On (B)(6) 2013, the procedure was atherectomy of heavy calcium in the r cfa and r sfa. Twelve planes of atherectomy were completed. Upon removal, due to the calcific and rigid nature of the vessel, a portion of the turbohawk collecting chamber tip (approx 1cm) was sheared off on the plaque or the sheath. This was attempted to be removed by snare but as it was in a side branch of the internal iliac artery and in a stable/innocuous position. It was left for retrieval at a later date. There were no complications associated with the piece of device. The patient was brought back for removal of device on (B)(6) 2013. Y. Evaluation of the returned device indicates the tip of the turbohawk detached as a result of withdrawing the turbohawk device through the guide sheath over a prolapsed or coiled guidewire.

Manufacturer narrative:
(B)(4), 2013 the lot number for this device was received. A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.